Event description:
It was reported that the balloon did not deflate at the removal. A 20cc syringe was also used, but ID did not solve the problem. After a while, it deflated. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.